Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead/manufacturer serial numbers. The gender/age baseline characteristics of the patients referenced in the article is male/(B)(6) years old. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: predictors and clinical relevance of ventricular tachyarrhythmias in ambulatory patients with a continuous flow left ventricular assist device. Heart rhythm. 2016;13(5):1052-1056. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients and manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/manufacturer serial numbers. The article indicated that there were patient deaths of unknown causes. There is no allegation/relatedness between the system and the patients¿ deaths. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.